Manufacturer narrative:
A field service engineer (fse) was dispatched who upgraded the software to 5.23 for barcode read issues, enabled option m, tested unit and ran three racks of ten with no read errors. No further action required by fse the probable cause of the event was related to the software. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported barcode issues with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.